Manufacturer narrative:
On follow-up with the user facility, steris endoscopy learned that the patient's medical history and comorbidities included small bowel angioectasias, gastrointestinal bleeding, atrial fibrillation, diabetes mellitus, coronary artery disease, and coronary artery bypass graft. The device subject of this event was returned to steris endoscopy for evaluation and there was no visible damage to the device; no sharp edges or protrusions were identified. The device was found to be within specifications and a video capsule was successfully deployed upon testing. The device history record was reviewed and confirmed the device was manufactured to specification. The instructions for use include the following statements: "maintain tension on the catheter during intubation to keep the capsule cup against the end of the endoscope. Advance the capsule cup and endoscope into the stomach or duodenum. Note: patient condition may indicate the best location for capsule deployment. Deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." Steris endoscopy offered in-service training on the proper use of the advance capsule delivery device; however, the user facility declined. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a procedure for a patient with recurrent melena and iron deficiency anemia which included use of the advance capsule delivery device, a superficial mucosal tear was found in the stomach following deployment of the video capsule. The procedure was delayed as clips were placed at the tear and was then completed successfully.